Event description:
It was reported that the patient presented for a routine implantable cardioverter defibrillator follow up in clinic. Oversensing was noted on the right ventricular lead. Technical services was contacted and it was suspected to be due to post paced t wave oversensing. Programming changes were made to resolve the issue. The patient was not affected and was stable throughout the event. Related manufacturer reference number: 2017865-2023-19552.